Event description:
Related manufacturer reference number: 2017865-2021-37876. It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead and the atrial lead. The physician elected to explant and replace the rv lead and the atrial lead. The patient condition was stable.